Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove and failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo proximal right coronary artery that is 80% stenosed. A non-abbott 3.0x20mm balloon was used to pre-dilate the lesion and a 3.0x48mm xience xpedition was attempted to cross, but failed due to anatomy. Resistance was noted when removing the stent delivery system with anatomy and the proximal shaft became kinked. Another new same size xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.